Event description:
It was reported that during an artificial urinary sphincter (aus) procedure, the pump was opened but it didn't worked properly. A second stock pump was used to complete the case. Patient was fine. Additional information received. The control pump would not lock to deactivate.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis showed functionality of the device was as designed. The product record review indicated that the product met all in-process specifications prior to leaving boston scientific and the reported events do not represent an unanticipated event. An allegation with the pump not functioning properly was reported. The ams 800 control pump was visually inspected and functionally tested. No leaks were found. Manual compression was applied to the deactivation button, and there were no issues with the button sticking. Microscopic examination did not reveal any misalignment issues. The check valve was seated correctly. The device performed within product specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during an artificial urinary sphincter (aus) procedure, the pump was opened but it didn't worked properly. A second stock pump was used to complete the case. Patient was fine. Additional information received. The control pump would not lock to deactivate.